Manufacturer narrative:
No device returned for eval.

Event description:
Reportedly, stent used on total occlusion in the iliac. It took several devices to get through the occlusion, finally when able to cross the occlusion with wire and predilated with a balloon, there were two stents placed on the rit common iliac, when removing the delivery systems tip, it reportedly got caught and ended up deforming the stent. The physician was able to post dilate (which is a normal practice to perform pta in this region) without issue and the stent went back to its original shape. No patient injury or intervention reported.